Manufacturer narrative:
Additional product code: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of one (1) locking compression plate (lcp) with five (5) cortex screws and one (1) locking screw due to nonunion. Procedure was completed successfully without any surgical delay. This report is for one (1) 3.5mm lcp plate 8 holes 111mm. This is report 1 of 7 for (B)(4).